Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the catheter was allegedly found to be completely ruptured. It was further reported that catheter was removed. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly found to be completely ruptured. It was further reported that the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted to the distal end of the attached catheter that was elliptical in shape and a complete circumferential break was noted to the proximal end of the distal catheter segment that was elliptical in shape. The surface was noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.